Manufacturer narrative:
(B)(6).

Event description:
It was alleged that two procise ez view wands became clogged during use. The procedure was successfully completed using a competitive device, however, the incident resulted in a surgical delay greater than 30 minutes. There have been no reported patient complications.

Manufacturer narrative:
The complaint was verified upon evaluation of the device. An exact root cause could not be determined with confidence as several factors can contribute to the failure. It is possible that the suction pressure may have not been enough to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. These factors can cause the tip to clog; therefore, decreasing the functionality of the wand. Clogging of the wands suction is typically caused by large, ablated tissue remnants. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.